Event description:
Information was received indicating that during bench testing of this smiths medical cadd cassette reservoirs, over delivery at inconsistent rates was observed. The customer's reported that the cassette was overdelivering 2ml plus over limit. No patient injury reported.